Manufacturer narrative:
Complaint confirmed, the plate broke in two near the middle oblong hole. Evaluation shows the plate was bent about 10-20 degrees before breaking. Likely causes include post-op non-compliance, non-union of the bone.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a couple of weeks after an initial surgery the clavicle plate broke over the oblong hole. A revision surgery was performed to address the issue. 17-feb-2020: further information received that the initial surgery was a clavicle fracture surgery and was performed on (B)(6) 2019 and the revision surgery took place on (B)(6) 2020. The plate was replaced with another manufacturer's fracture plate and the surgery was successful.